Event description:
The device was used during a lower anterior resection procedure. Reportedly, the instrument was difficult to open. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.